Event description:
Ous MDR - high impedances were noted on (B)(6) 2014. The impedance had been 1400 ohms, but was now 1989. This lead was explanted and returned for analysis. The date of implant was not provided.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the visual inspection, cuts were found in the insulation, as well as a deformation of the outer conductor helix, which are probably results of the operation process. Blood had entered the lead at that site.in addition, signs of abrasion were noticeable in the area of the heart valves; however, the insulation was intact except for the cuts mentioned above. The measurement values of the electrical analysis were within the technical specification. The analysis did not show any other deviations that could be related to the clinical complaint.in summary, there were no indications of material defects or manufacturing errors.